Manufacturer narrative:
Using the patient retrospective database provided by the customer, we observed the following: leads ii and v1 were the monitored leads at the time of the reported episode. At the reported time, there was an increase in the patient's heart rate from baseline that lasted for 17 seconds. There was no corresponding alarm record in the database the user selected high heart alarm was set for 135 beats per minute. The telemetry receiver module calculates an eight beat rolling average to determine heart rate. The heart rate during the 17 second episode never met or exceeded the alarm threshold; therefore an alarm was not generated. There was no device malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 6:22 p.m. A telemetry patient monitored with transmitter model 90343-05, receiver module model 90478 and central monitor model 91387-38 experienced high heart rate and there was no alarm. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices was declined by the customer since the equipment was in use without issue. Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished. Placeholder.